Manufacturer narrative:
Any additional information that is provided by the customer will be included in a follow-up report. (B)(4). A carefusion field service representative (fsr) went onsite to evaluate the device. The fsr determined that the main board need to be replaced. A new main board was installed into the device and resolved the reported issue. The unit was tested to service specifications and returned to the customer.

Event description:
The customer reported that the vela ventilator was alarming transducer (xdcr) fault during patient use. The customer reported patient involvement but no allegation of patient injury/harm.

Manufacturer narrative:
Results of investigation: the failure analysis (fa) laboratory installed the suspect component in a known good unit and power up in service mode. The fa lab reviewed the event log and it was showing multiple transducer (xdcr) fault. The unit was then rebooted and powered into ventilation mode and the reported issue was duplicated. The cause of the issue was isolated to a bad transducer.